Event description:
Initial information was received on (B)(6) 2011 from a dentist. A (B)(6) female patient was administered duraphat dental suspension tube (lot # 910779 and expiration date 01/31/2013) and fainted. She also developed a ringing in her ears and was pale, wobbly and shaky. She may have possibly ingested the dental suspension. Additional information received on (B)(6) 2011 from the dentist. The patient underwent a routine exam on (B)(6) 2011, during which time the dental suspension was applied. The dentist used a bit less than the recommended amount for the application. Five minutes after getting out of the chair, the patient felt faint and had ringing in her ears. She was also pale and wobbly. She was given a sugary drink as treatment and she came around after a couple of minutes. The dentist felt that she may have swallowed or licked off the dental suspension from her teeth. She discontinued use of the dental suspension. At the time of the report, the patient was recovering, as she was fine but a bit shaky. (B)(4).